Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: the visual inspection revealed a crack on the top of the chamber dome near one of the ports. A lot check revealed no other complaints of this nature for lot 120717. Conclusion: the crack observed on the chamber dome appears to have been caused by physical damage, most likely due to some form of significant impact. Every mr210 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests the damage occurred after release for distribution, either during transport to, handling or storage at, the customer's facility.

Event description:
A hospital in (B)(6) reported via our distributor that there was a crack on one of the ports of an mr210 adult humidification chamber. This was found prior to patient use.